Manufacturer narrative:
A medtronic representative performed a system checkout. The site reported that the system would not boot and displayed no signal on the monitor. The rep checked the cmos battery which was at 2.2 v. He replaced the battery and cleared the cpu memory. The system is now functioning as expected. Although the cmos battery appeared to fix the system performance, there is no indication that the cmos battery failure could cause the unresponsive software behavior originally reported. Therefore, the exact root cause remains unknown. It was also recommended to the site that they upgrade to the latest version of software.

Manufacturer narrative:
Patient information now provided.

Event description:
A site representative, neuro service engineer, reported that, while in a procedure using synergy cranial 2.0, the navigation system became unresponsive with the images loading page, navigate page and admin page. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site.software investigation completed. Findings were that the corefile contained no symbol table information related to the back trace. There is no useful information for this case.